Event description:
It was reported that during the procedure, the surgeon could not get the anvil to stay on the device. The surgeon did not hear the audible click when trying to attach it to the device. Another device was used to complete the case with no patient consequence. The procedure was prolonged 45 minutes to a hour.

Manufacturer narrative:
(B)(4). (Device b): (B)(4); other # = e5p12j (batch #); exp date = 05/18/2013. MFR date (device b): 6/18/2008. Anvil, not returned. (Device b): (damaged anvil former); (B)(6). The device did not fire device a arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was attached without difficulties and did not detach during the functional test. Event could not be confirmed as no anvil was received for analysis. Device b arrived in good visual conditions fully loaded with staples and with the breakaway washer uncut. After further analysis, it was noted that one of the locking springs on the anvil was slightly scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device, resulting in a bigger gap between the anvil and guide face. Therefore, the staples will not hit the anvil to make a b-form staple and the knife will not cut the breakaway washer. Please reference the instructions for use for additional information. The device was tested for functionality with the returned washer; the device fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during the functional testing. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.